Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate gallbladder drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the main bile duct was dilated, and it was identified an upstream of the mass lesion. The stent was successfully placed following confirmation of the absence of vascular interposition, resulting in abundant and spontaneous drainage through the deployed axios. To prevent potential obstruction, a decision was made to place a 7fr-4cm double-pigtail stent. However, during the procedure, the axios stent became dislodged and invaginated into the duodenal wall. Repositioning was not feasible, and the stent was ultimately removed using forceps. It was reported that the stent was removed without complications. An interventional radiology consult was requested for biliary drainage to prevent bile peritonitis. Due to reduced caliber of the intrahepatic bile ducts, intrahepatic drain placement was not feasible. Instead, transhepatic gallbladder drainage was performed, and an aspirating nasogastric tube was placed for continuous suction. A bile leak was reported, the patient is reported to be hospitalized for treatment of the tumor and its associated symptoms. Note: the axios stent was correctly placed and functioned as intended. However, a positioning issue occurred as a result of the use of an additional stent. According to the physician, the second stent was inserted to prevent a potential obstruction. Despite this, the axios stent itself performed properly and was not the source of the complication. Note: it was reported that a 7fr-4cm double-pigtail stent was inserted through the hot axios stent. However, the instructions for use (IFU) for the hot axios stent and delivery system do not indicate that an additional stent may be used in conjunction with it. On the contrary, the IFU states: "this stent must only be placed using the delivery system provided. No modification of this equipment is allowed." Therefore, the physician did not follow the steps outlined in the instructions for use (IFU).

Manufacturer narrative:
Block b5: updated event description information. Block h6: updated coding section. Block h6: imdrf device code a020102 captures the reportable event of device damaged/defective. Imdrf patient code e1108 captures the reportable event of biliary leak. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f08 captures the reportable event of hospitalization. Block h11: investigation summary: with the available information, boston scientific corporation concludes that the reported events of device damaged/defective and device interaction with another device could not be confirmed. The device was not returned for analysis; therefore, a technical analysis could not be performed. However, it was reported that a 7fr-4cm double-pigtail stent was inserted through the axios stent. Per the instruction for use (IFU) this stent must only be placed using the delivery system provided. No modification of this equipment is allowed. Additionally, biliary leak is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Device history review (DHR): a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the device has not been returned for analysis. Therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. Additionally, biliary leak is noted within the IFU as a possible adverse event associated with the use of the device. Risk review: a review of the axios stent and electrocautery enhanced delivery system hazard analysis and dfmea was completed and confirmed that the events of device damaged/defective, device interaction with another device, device use of device issue - user error, biliary leak, additional device required and hospitalization or prolonged hospitalization were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is failure to follow instructions.

Manufacturer narrative:
B5: updated event description information. H6: updated coding section. Block h6: imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf device code a020102 captures the reportable event of device damaged/defective.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the main bile duct was dilated, and it was identified an upstream of the mass lesion. The stent was successfully placed following confirmation of the absence of vascular interposition, resulting in abundant and spontaneous drainage through the deployed axios. To prevent potential obstruction, a decision was made to place a 7fr-4cm double-pigtail stent. However, during the procedure, the axios stent became dislodged and invaginated into the duodenal wall. Repositioning was not feasible, and the stent was ultimately removed using forceps. It was reported that the stent was removed without complications. An interventional radiology consult was requested for biliary drainage to prevent bile peritonitis. Due to reduced caliber of the intrahepatic bile ducts, intrahepatic drain placement was not feasible. Instead, transhepatic gallbladder drainage was performed, and an aspirating nasogastric tube was placed for continuous suction. There were no patient complications reported as a result of this event. However, the patient is reported to be hospitalized for treatment of the tumor and its associated symptoms. Note: the axios stent was correctly placed and functioned as intended. However, a positioning issue occurred as a result of the use of an additional stent. According to the physician, the second stent was inserted to prevent a potential obstruction. Despite this, the axios stent itself performed properly and was not the source of the complication. Note: it was reported that a 7fr-4cm double-pigtail stent was inserted through the hot axios stent. However, the instructions for use (IFU) for the hot axios stent and delivery system do not indicate that an additional stent may be used in conjunction with it. On the contrary, the IFU states: "this stent must only be placed using the delivery system provided. No modification of this equipment is allowed." Therefore, the physician did not follow the steps outlined in the instructions for use (IFU).

Manufacturer narrative:
B5: updated event description information. H6: updated coding section. Block h6: imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the main bile duct was dilated, and it was identified an upstream of the mass lesion. The stent was successfully placed following confirmation of the absence of vascular interposition, resulting in abundant and spontaneous drainage through the deployed axios. To prevent potential obstruction, a decision was made to place a 7fr-4cm double-pigtail stent. However, during the procedure, the axios stent became dislodged and invaginated into the duodenal wall. Repositioning was not feasible, and the stent was ultimately removed using forceps. It was reported that the stent was removed without complications. An interventional radiology consult was requested for biliary drainage to prevent bile peritonitis. Due to reduced caliber of the intrahepatic bile ducts, intrahepatic drain placement was not feasible. Instead, transhepatic gallbladder drainage was performed, and an aspirating nasogastric tube was placed for continuous suction. There were no patient complications reported as a result of this event. However, the patient is reported to be hospitalized for treatment of the tumor and its associated symptoms. Note: the axios stent was correctly placed and functioned as intended. However, a positioning issue occurred as a result of the use of an additional stent. According to the physician, the second stent was inserted to prevent a potential obstruction. Despite this, the axios stent itself performed properly and was not the source of the complication. Note: it was reported that a 7fr-4cm double-pigtail stent was inserted through the hot axios stent. However, the instructions for use (IFU) for the hot axios stent and delivery system do not indicate that an additional stent may be used in conjunction with it. On the contrary, the IFU states: "this stent must only be placed using the delivery system provided. No modification of this equipment is allowed." Therefore, the physician did not follow the steps outlined in the instructions for use (IFU).

Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate biliary drainage during an endoscopic ultrasound (eus) choledochoduodenostomy procedure performed on (B)(6) 2025. During the procedure, the main bile duct was dilated, and it was identified an upstream of the mass lesion. The stent was successfully placed following confirmation of the absence of vascular interposition, resulting in abundant and spontaneous drainage through the deployed axios. To prevent potential obstruction, a decision was made to place a 7fr-4cm double-pigtail stent. However, during the procedure, the axios stent became dislodged and invaginated into the duodenal wall. Repositioning was not feasible, and the stent was ultimately removed using forceps. It was reported that the stent was removed without complications. An interventional radiology consult was requested for biliary drainage to prevent bile peritonitis. Due to reduced caliber of the intrahepatic bile ducts, intrahepatic drain placement was not feasible. Instead, transhepatic gallbladder drainage was performed, and an aspirating nasogastric tube was placed for continuous suction. There were no patient complications reported as a result of this event. However, the patient is reported to be hospitalized for treatment of the tumor and its associated symptoms. Note: the axios stent was correctly placed and functioned as intended. However, a positioning issue occurred as a result of the use of an additional stent. According to the physician, the second stent was inserted to prevent a potential obstruction. Despite this, the axios stent itself performed properly and was not the source of the complication. Note: it was reported that a 7fr-4cm double-pigtail stent was inserted through the hot axios stent. However, the instructions for use (IFU) for the hot axios stent and delivery system do not indicate that an additional stent may be used in conjunction with it. On the contrary, the IFU states: "this stent must only be placed using the delivery system provided. No modification of this equipment is allowed." Therefore, the physician did not follow the steps outlined in the instructions for use (IFU). Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) choledochoduodenostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the common bile duct and the duodenum during a choledochoduodenostomy procedure.